Event description:
Consumer reports "hi" readings with cobranded logic meter when comparing to a competitive meter. Analysis run on clark error grid using competitive readings (270) as ref. Point vs. Bd readings of (>600 "hi") would yield data points in the "c" range of grid outside of acceptable range.